Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged coughing while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged coughing while using the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device and found dust/dirt contamination was inconsistent with the degraded sound abatement foam throughout the device enclosure and airpath suggesting a source external to the device. Evidence of water ingress on the blower and blower box was observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation in the base unit, confirms the presence of contamination in the airpath and investigation results do not impact the calculated risks. Section h6 was updated in this report.